Event description:
During deployment a 26mm sapien xt valve in a tavr procedure, the valve shifted slightly ventricular. Despite attempts to move it more aortic, the valve deployed in a final 70:30 ventricular/aortic (v/a) position, resulting in moderate paravalvular leak (pvl). The patient was not hemodynamically unstable; however, the bulky native leaflets were noted to be overhanging the sapien xt valve. A second valve was prepared and deployed approximately one stent cell more proximal than the initial valve, in a final 40:60 v/a position. Trivial pvl and constraint of the bulky native leaflets was noted. The procedure was completed without further complications. The patient was extubated and transferred to ICU in stable condition. It was perceived the initial valve malposition was due to the patient¿s horizontal aorta. The patient¿s native annulus measured 22mm x 26mm by CT (valve area of 430mm2). Moderate annular calcification, bulky native leaflet calcification and no aortic root calcification was reported. The sinotubular junction (stj) measured 26mm x 30mm with mild calcification noted.

Manufacturer narrative:
Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, patient factors (horizontal aorta and bulky native leaflet calcification) likely contributed to this event. A second valve was deployed, reducing the pvl to trivial and constraining the native leaflets. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.